Event description:
A male pt contacted lifecor customer support to report that when he inserts one of his battery packs into the monitor, it will prompt him to "reinsert battery." When the system is up and running, there is a "question" in the battery slider icon. When placed in the charger, this battery pack is indicating the "battery charger fault" led. Support asked the pt to check how much battery life is left in his other battery pack. When inserted into the monitor, the other battery pack began doing the same thing (prompting "reinsert battery" then showing a "question" in the battery slider icon). Now when he places this other battery pack in the charger, he gets the same "battery charger fault" led. The pt's battery packs and charger were replaced.

Manufacturer narrative:
Device MFR dates: battery pack - 4/05, battery pack - 6/06, battery charger - 6/06. Device eval summary: device evaluations of the returned equipment have been completed. The reported problem was confirmed. Both battery packs were received with 0 volt output. A defective u3 supervisory ic was found within both battery packs. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. Second battery charger passed all functional tests. The defective u3's and battery cells will be replaced. No adverse event resulted from the faulty battery packs. The pt received replacement battery packs and a charger.